Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is unconfirmed as the alleged issue could not be reproduced. One 4 fr single lumen groshong clearvue catheter with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The catheter and two-piece connector were observed to be assembled and the stiffening stylet was observed to be inserted into the assembled catheter with the flushing hub dangling loose from the proximal end of the stylet within the luer hub of the connector. No damage was found on the returned catheter. The stiffening stylet was removed from the catheter prior to flushing and pressurizing the catheter with a 12 ml syringe of water. No leaks were found within the returned catheter, and it was found to be patent to infusion and aspiration. A lot history review (lhr) of redv1196 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the oncology department placed this PICC catheter in this patient. The catheter was found damaged and leaking liquid when infusion was performed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4206 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the oncology department placed this PICC catheter in this patient. The catheter was found damaged and leaking liquid when infusion was performed. No other information was provided.